Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was dropped and as a result, the touch screen became cracked and difficult to interact with. There was no impact to the customer¿s blood glucose level. Reportedly, customer continued using the pump for insulin therapy.